Event description:
Broviac catheter cracked and pt experiencing pain at injection site of the catheter. Contrast line study was done and extravasation was noticed. Broviac catheter was removed and replace with a new broviac catheter.